Event description:
It was initially reported that during a percutaneous coronary intervention (pci), an intravascular ultrasound (ivus) catheter, being used to image a lesion in the mid-left anterior descending (lad), had the image disappear. When the manufacturer received the device back for investigation, we became aware that the tip was missing from the catheter. Follow up with the customer revealed the catheter tip detachment occurred, upon removal of the device from the patient. After removal, while outside the patient, it was confirmed that the detached tip remained on the guidewire. However, the detached tip was disposed with the guidewire at the hospital. No patient complications were reported.

Event description:
It was initially reported that during a percutaneous coronary intervention (pci), an intravascular ultrasound (ivus) catheter, being used to image a lesion in the mid-left anterior descending (lad), had the image disappear. When the manufacturer received the device back for investigation, we became aware that the tip was missing from the catheter. Follow up with the customer revealed the catheter tip detachment occurred, upon removal of the device from the patient. After removal, while outside the patient, it was confirmed that the detached tip remained on the guidewire. However, the detached tip was disposed with the guidewire at the hospital. No patient complications were reported. Additional information: part of the distal tip was returned to the manufacturer.

Manufacturer narrative:
Date of event was initially reported as unknown.